Manufacturer narrative:
N/a

Event description:
The following has been reported: nurse and patient discovered that drug was leaking from cassette. Fortunately, drug was not hazardous, however, it still had to be disconnected from patient. Drug and tubing removed from patient room; taken to pharmacy and reprimed. Pt then was able to complete infusion. A preliminary review of the logs identified the following issue: administration set leak (external part). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Findings: no sample or picture available for analysis. Note: without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. Customer complaint cannot be confirmed. Root cause: the potential root causes of the leak in cassette could be related to: misplaced diaphragm which resulted in a leak when the diaphragm was actuated by the valve pins in the pump. An incorrect and poor sealing of the cassette in the welder machine causing the reported leakage. Internal investigation events were issued related to leaks in the cassette. Current process controls detection: 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode. Quality sampling for final physical testing, for performing a flow and underwater leak tests. 100% visual inspection during the manufacturing process and final physical inspections. The batch record was not provided. Therefore, the batch review could not be performed.